Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:a review of the pump history shows multiple ¿no cartridge detected¿ warnings. During testing, the pump powered on and displayed the verify screen. During the ¿rewind¿ attempt, a cs078 alarm occurred and the complaint could not be fully investigated. During investigation, the pump was opened and moisture corrosion was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump dispensed insulin during the load step after a site/set/cartridge change. The patient attempted to load the cartridge twice and during both instances the pump reportedly dispensed insulin. The issue reportedly occurred after the patient had been swimming with the pump. There was no reported adverse event associated with the complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction number: 2531779-03/24/2010-003-r.